Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to visual and functional testing. The product failed during functional testing. Further investigation revealed that the transition circuit board was defective. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit flickered during surgery. It was further reported that the issue did not cause any harm to the pt.